Event description:
On (B)(6) 2012, this customer reported that this defibrillator did not power on. We requested add'l info and on (B)(4) 2012, philips was informed that the involved pt had died. There was no allegation that the device behavior impacted the pt outcome. The customer declined to provide add'l info related to this event.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, this customer reported that this defibrillator did not power on. We requested add'l info and on (B)(4) 2012, philips was informed that the involved pt had died. There was no allegation that the device behavior impacted the pt outcome. The customer declined to provide add'l info related to this event. No ECG strips or event summary were available for review. The device was evaluated by a philips field svc engineer who found that the battery was not properly seated in the battery slot. The engineer seated the battery in the battery slot and the device then passed all performance verification testing. There was no malfunction of the device.